Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm value was 128 mg/dl but the bg was 54 mg/dl. The patient became unconscious after the values were checked. Her son was nearby and immediately gave her ¿four dextrose.¿ no medical intervention was provided. The patient sustained light bruises. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).